Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call no delivery alarm. Customer's blood glucose level was 350 mg/dl. Customer treated their blood glucose levels via manual injection. Customer was advised to change the set and reservoir in order to troubleshoot. Troubleshooting for the no delivery alarm was performed. Customer opened a new box of reservoirs in order to resolve the issue. Customer advised the no delivery alarm was resolved with a complete set change. Customer declined to return the infusion set and reservoir for analysis.